Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with an issue with the front leading haptic. The surgeon also noted the iol was scratched. There was no patient contact and the procedure was completed the same day. Additional information has been requested.

Event description:
Additional information was received indicating the surgeon and tech tried to advance the lens and it would not advance.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., d.11. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).